Manufacturer narrative:
The device was received for evaluation. During functional testing, failed psi test was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A review of event history log revealed multiple downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed pounds per square inch (psi) test in the biomed service department. There was no patient involvement. No additional information is available.